Event description:
It was reported that the insulin gauge was inaccurate and indicated that the cartridge was empty. Reportedly, the customer was using cold insulin in the cartridge. Tandem technical support educated the customer that insulin should be at room temperature when filling the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was above 500 mg/dl. Customer administered a manual injection to address elevated bg.